Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 375cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade iii. As a result, the device was explanted at an unknown date.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2022, mentor became aware that the date of implant was (B)(6) 2021, and date of explant was (B)(6) 2022. Fields d6a and d6b have been updated accordingly on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's initials have been added to field a1 as per information received with the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).